Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from one year to trigger end of life (eol) indicator, within three months. The device emitted beeping tones associated to the eol indicator. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.